Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported unstable stent.

Event description:
It was reported the procedure was to treat a lesion in the proximal saphenous vein graft to the right coronary artery. The 4.5x18 mm rx ultra stent delivery system (sds) was advanced without resistance in the patient anatomy; however during positioning of the sds while under fluoroscopy, the stent was no longer positioned correctly on the balloon, it loosened or moved. The stent was not between the balloon markers. However the stent was deployed at the target lesion. Two unspecified nc balloon dilatation catheters were used for post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.